Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received the belt failed the functional fall-off testing. Upon evaluation the white wire (drvn gnd) was found to be open inside the trunk cable. The cause of the failure was the open wire. The root cause of the open wire cannot be positively identified, but was likely caused by physical abuse as the belt was returned with signs of damage to the cables. No adverse event resulted from the damaged electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt ecgs were non-functional.